Manufacturer narrative:
It was reported to abbott the patient¿s ipg became inoperable due to user error. The patient¿s ipg was explanted and replaced. Therapy was restored. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event is consistent with user error.

Manufacturer narrative:
Date of event is estimated. Attempts were made to obtain complete event information. Additional information was not provided. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient did not charge their device per manufacturer recommendation. In turn, the device would no longer communicate with external devices, deeming it inoperable. The patient underwent surgical intervention wherein their scs ipg was explanted and replaced.